Event description:
A 79-yr-old male admitted with cardiomyopathy. Pt was being monitored by telemetry. Transmitter battery was charged 45 minutes prior to arrival. Info from monitor at central station indicated "wave invalid-battery range." Nurse found pt unresponsive and a code was called. Attempts at resuscitation were unsuccessful.